Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/apr/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported the left side device feels "smaller, softer and bubbly", "complications for a few years", "chest pain", "I can feel the implant through the skin" and "something feels as if it is not right." The device remains implanted.